Manufacturer narrative:
The referenced gastrointestinal bleed is reported on medwatch MFR report # 2916596-2018-02781.

Event description:
On 11jun2018, the following additional information was received. The patient was seen on (B)(6) 2018 for the first follow up appointment since hospitalization and was found to be experiencing mild volume overload with no other issues. The patient was recently admitted for hemolysis and lactic acid dehydrogenase (ldh) >2200 u/l with ramp study. They experienced respiratory failure and extubated back on home o2 dose. They were treated with intravenous anticoagulation, however, the patient is not considered a pump exchange candidate and therefore treated with tissue plasminogen activator (tpa) via ekos directed therapy to inflow cannula. The ldh was trending downward to 800¿s. Inr goal increased from 2-3 to 2.5-3, on aspirin now (had been off due to gastrointestinal bleed prior to this most recent admission). They have been on chronic milrinone for nearly 3 years secondary to right vascular dysfunction of which is normal function despite severely enlarged rv on most recent echo.

Manufacturer narrative:
Approximate age of device - 5 years, 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted on (B)(6) 2018 after complaining of not feeling well, bilateral lower extremities redness, and scant edema. Upon examination and lab results, lactate dehydrogenase (ldh) was found to be 3984 u/l. The patient was started on a bivalirudin infusion and a computed tomography scan was performed. On (B)(6) 2018, the patient was sent to the operating room catheterization lab for a left heart catheterization and a thrombolytic delivery catheter was inserted. The patient was treated with tissue plasminogen activator. On (B)(6) 2018, ldh levels remained high and were recorded between 2,311 u/l and 11,693 u/l with a downward trend. On (B)(6) 2018, ldh continued to trend down and was 1143 u/l. Additional information has been requested but not provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A direct correlation between the device and the reported event could not be conclusively established through this evaluation. The submitted log file analyzed by the manufacturer was unremarkable. The data recorded in the log file demonstrated normal pump function. Right heart failure, hemolysis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU provides information regarding the recommended anticoagulation therapy and inr range. This document also outlines indications of pump thrombosis (as well as how to respond to such events). A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.